Event description:
Customer stated that a patient's sample was tested using vs573 on (B)(6) 2012. The antibody screen was reported as negative, so the facility crossmatched two units of packed cells via immediate spin. No problems reported with the transfusion. Customer claimed on (B)(6) 2012, a new sample was tested again using vs573 with positive reaction noted (1+). Dat test was positive (1+) and eluate was positive (1+). Anti-jka was identified. Customer stated because of recent transfusion history, "delay transfusion work-up was performed". Customer claimed anti-jka was identified. Customer further indicated that all daily qc testing was performed and reactions were acceptable.

Manufacturer narrative:
Ocd performed a batch record review and a complaint review for this lot of product. Satisfactory results were observed. Retained testing was not performed due to receipt of complaint beyond the dating of the product. (B)(4).